Manufacturer narrative:
The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is not being reported because the pump emitted appropriate warnings and instructions to the user.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/27/2013 with the following findings: visual inspection of the pump showed some cosmetic defects. Investigation revealed that the device powered up to a dim and discolored verifying screen. The pump cover was removed, display screen was replaced with a test display, and the test display screen was functioning properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a fading display issue. The issue began approximately one month prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.